Event description:
Patient's mother contacted dexcom technical support on (B)(6)2010, to report that patient experienced a failed sensor prior to calibration. Patient's mother reported that the sensor was slightly shorter than normal upon removal. The sensor has not been made available for evaluation.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.